Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that she had a recent high of 400 mg/dl with nausea, listless and out of sorts. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient stated that her healthcare professional (hcp) gave her lantus to take by injection in addition to the pump. The patient stated that she had some lows to 39 mg/dl. The patient stated that she eats carbohydrates and is fine. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.